Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continued to receive failure of flash memory and new software release detected alarms after she had changed her battery, and after clearing out both alarms the pump was stuck in a restart cycle. The patient's blood glucose at the time of incident was 246 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with constant alarms due to a problem at the mother board. The pump also had a cracked case at the display window corner, minor scratches on the display window, and a missing end cap sticker.